Event description:
It was reported that during implant the pacing threshold differed between the pacing system analyzer and the device. All measurements with pacing system analyzer were in range. After connecting the device an inexplicable high value for threshold was observed. The device was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly found.